Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the van seat frame is bent and the complete assembly needs to be replaced.